Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A service history review revealed that this device has not been previously serviced for the reported condition. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales rep called in stating that he knew that there was an incident involving a colleague infusion pump in the neonatal ICU (intensive care unit) at (B)(6) medical center. The customer stated that the device originally came down to biomed service because the nurse stated that she programmed an infusion rate of 9 ml/hr (milliliters/hour) on channel a and an infusion rate of .8 ml/hr on channel c and the two infusion rates flipped during patient use. When the biomeds looked into the event history on this device they found that the pump acted correctly and this was a programming error. The customer stated that they will not be sending this device in since it was a programming error and not an error with the pump. The event was reported to have occurred during patient therapy in the neonatal ICU. According to the hospital representative, there was no patient injury or medical intervention. No additional information is available. The user interface module master software version is currently unknown at this time.